Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge with insulin. Tandem technical support assisted the customer with loading the cartridge using a new needle and cartridge. Insulin delivery was resumed. There was no reported impact to blood glucose.